Event description:
The customer reported unexpected fluid height errors in the sample vessel on reagent pipettor #1 and an erroneous dil-hcg2 patient result involving the unicel dxi 600 access immunoassay system. An initial result of <1 iu/ml was obtained. The result was discordant with the clinical picture of the patient. The customer retested the patient's sample and obtained a higher result of 28.8 iu/ml. The initial result was not released from the laboratory. There was no impact to patient care associated with this event. The customer stated the erroneous result was generated from pipettor #1. The patient's sample was centrifuged at 3,000 rpm (rotations per minute) for ten minutes. The serum sample was aliquoted to a 12x75 mm tube and loaded directly in to the instrument. Quality control (qc) and calibrations were within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) reproduced the issue during wet/dry level sense test (100 repetitions). The fse noticed the tubing was not perpendicular to the transducer. The fse replaced reagent probe #1 and re-adjusted the horn to proper orientation. The fse also performed all the alignments and adjustments. The fse performed 100 replicates of wet/dry test (twice) for reagent pipettor #1 and #2 and results met specifications. The fse performed a successful system check, and the customer performed 15 replicates of dil-hcg2 with acceptable results. Quality control (qc) was within the laboratory's expectations. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. The tubing was not perpendicular to the transducer as the horn was skewed counterclockwise. Beckman coulter continues to track and trend any incident related to this issue.